Manufacturer narrative:
Section a2, a3, a4, and a5: unknown, as information was requested but not provided. Section b3 - date of event: date unknown, as information was requested but not provided section d6a - implant date: unknown, as information was requested but not provided. Section d6b - explant date: not applicable - lens remains implanted; therefore, not explanted. Section e1: email address: unknown/not provided. (B)(6). Section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue simplicity preloaded 1-piece iol, model dib00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dib00 which is distributed in the unites states under PMA p980040. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the preloaded intraocular lens (iol) had a foreign material that was found during implantation. Account indicated that the foreign material was completely removed from the patient¿s eye. The material was reportedly like a small metal fragment, only visible under a microscope. No patient injury was reported and no additional medical or surgical intervention was performed. No further information was provided.